Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure when the or staff prepared to open the device it was noticed that the inside plastic package was cracked and the device was no longer sterile. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2018. Batch # p93205. The sample was returned and upon receiving it was noticed that only the device and the tyvek lid were returned. When sterile barrier breaches occur, it is preferred to return the complete sterile barrier system to be reviewed. The sterile barrier tray was not returned. The tyvek lid that was provided was inspected and was determined to be free of any pierces or sterile barrier breaches. While the entire sterile barrier system was not returned to allow for proper examination, it can be confirmed that the tyvek substrate remained intact per the ees approved inspection method. There was no sterile barrier breach that occurred in the tyvek lid. A determination could not be made regarding the sterile barrier seal or the sterile barrier tray as that information was not provided. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.